Event description:
The team had the crrt [continuous renal replacement therapy] machine connected to the va ECMO [veno-arterial extracorporeal membrane oxygenation] circuit, and it was running without any issues. Suddenly, the machine suffered a red alarm, and the baxter logo showed on the screen. The nurse was in the room but there was no operator at the time of the event. The machine did reboot itself and the bedside nurse was able to review the troubleshooting instructions for this ¿system failure¿ which said to continue (if the button was available, which it was) to resume the previous treatment. The nurses did that and did not have any further issues until approximately 30 minutes or so later when the red alarm ¿system failure¿ reappeared. This time, the continue button was not available, and the nurses had to discard the set and waste the blood as it could not be returned.